Event description:
It was reported that, the patient experienced an insulin occlusion shortly after announcing a meal. The patient¿s caregiver contacted support for assistance. Support recommended switching all supplies due to multiple prior occlusion events and provided education on the nature of occlusions and the expected resolution after a full supply change. The patient and caregiver proceeded with replacing all supplies. Blood glucose levels were elevated due to receiving only a partial meal dose. Attempts to collect lot numbers for the supplies were unsuccessful, as the caregiver had discarded the boxes and stored supplies in plastic bags. The patient reported feeling well, and blood glucose was affected but remained manageable. Follow-up contact confirmed that blood glucose levels returned to range shortly after the supply change. The patient and caregiver reported no visible issues with the supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.